Event description:
It was reported that st segment elevation occurred. A pulse field ablation procedure was attempted using a farawave catheter. Prior to ablation, pre mapping of the left atrium was performed using a non boston scientific (bsc) mapping catheter. Upon completion of pre mapping, the non bsc mapping catheter was removed and the farawave catheter was advanced into position in the left atrium. A single application of ablation was delivered to the left superior pulmonary vein and st segment elevation was observed primarily on leads ii, iii, and avf. An st elevation myocardial infarction was suspected and the ablation procedure was aborted. An interventional cardiologist performed left heart catheterization and the st elevations decreased in severity before the diagnostic portion of the catheterization was completed. An st elevation myocardial infarction was ruled out and no interventions were required. Review of the 12 lead echocardiogram showed the patient had st segment elevations for over one (1) minute prior to the single application of ablation. The physician suspected the patient had experienced an arterial spasm brought on by low pressures. The patient fully recovered.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.